Manufacturer narrative:
Model number/catalog number: 72404156. Serial number: n/a. Batch/lot number: 639266001. Model/catalog description: reservoir 100 ml pc/iz. Unique identifier (UDI) #: (B)(4). B3: date is unknown, so estimated date was entered.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working as it would not actuate. A surgical procedure was performed during which the device was explanted and replaced. Upon explant the physician identified fluid leakage but not hole was apparent. There were no patient complications reported.